Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. A 200cm x 10cm fathom¿ -14 was selected for use. During the procedure, it was noted that the tip of the fathom wire broke off at 5cm from the distal. The broken wire was snared and retrieved. No further patient complications were reported.